Event description:
On (B)(6) 2011, pt reported that he dropped his infusion device on a hard bathroom floor, and this caused the check button to work intermittently and the bottom half of the display to be blank. Infusion device displayed an e10 cartridge error when he tried to retract the piston rod after it was dropped. Correct type of battery is used in the infusion device. Pt replaced the battery, but this did not resolve the partial display. There are no cracks on the display or the housing of the infusion device. The portion of the display that is blank could interfere with ability to view insulin delivery amounts. Pt switched to his backup infusion device. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.